Event description:
The patient with a history of angina and diabetes underwent an elective procedure to an eccentric and calcified type c lesion in the proximal to mid lad. The vessel was not tortuous, and there were no pre-existing clots. The target lesion was predilated and a 3.0x33mm cypher stent was implanted at 12atm for 24 seconds.the site was postdilated. Ivus was not conducted. Timi flow pre and postprocedure was 3; postprocedure stenosis is unknown. Thirteen days later, the patient was brought to the hospital in shock. Angiography showed thrombus was present in and distal to the implanted cypher. Poba was conducted as was postdilation, because the stent was underdilated. The patient was placed on an intra-aortic balloon pump(iabp). Arteriosclerotic disease (asd) was also found.